Manufacturer narrative:
Exact date unknown, event occurred 3 months ago from patients implant date. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336700; model: sc-8336-70; serial: (B)(4); batch: 18659175.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. All explanted components were not returned.